Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had an no delivery alarms. Troubleshooting was performed. Customer tried all remedies however the issue remained unresolved. The insulin pump will be return for the analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).